Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances were found. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with 0.7 ml juvéderm® volbella¿ with lidocaine in the dark circles/dark spot and experienced edema in the injection site 5 days later. Only gentle massage with ring finger in the region to medial to lateral provided as treatment. Symptoms are ongoing. The probable permanent damage was noted as tissue necrosis and product migration to adjacent areas.